Manufacturer narrative:
Sensor applicator and cap have been returned. Visual inspection performed and no issues were observed. Applicator fired correctly. No further investigation could be performed due to sensor and adhesive not being returned. Therefore, the issue has been closed due to no product returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device. The adc device detached prematurely and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced leg cramps and a loss of consciousness. The customer was administered a glucagon injection for treatment by a non-healthcare professional. There was no report of death or permanent injury associated with this event.